Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: patient got pain since implantation and patella bruise probable root cause: infection associated with any arthroscopic procedure. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that revision surgery is necessary due to patient pain..